Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The out of range measurements were isolated to the proximal coil. The shock vector was reprogrammed and defibrillation threshold (dft) tests were successfully performed. No additional adverse patient effects were reported.